Event description:
After variax hand extraction surgery, the screwdriver handle was broken. The motion of the breakage part was bad from the time of purchase.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
During investigation, after disassembling of the screwdriver handle the blade adapter showed friction traces, strong rust and pitting corrosion on the surface resulting from a not hardened blade adapter contributed by an insufficient cleaning/drying and/or maintenance of the device. The complaint database was also reviewed for the returned product along with similar products. The root cause for the reported event can be attributed to a manufacturing related issue of hardening of the blade adapter.

Event description:
After variax hand extraction surgery, the screwdriver handle was broken. The motion of the breakage part was bad from the time of purchase.